Event description:
It was observed that during the device evaluation, the subject device exhibited missing adhesive on the forceps elevator cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the missing adhesive on the forceps elevator cover, it was determined that the adhesive degraded and eventually failed, therefore this event was caused by the failure of the component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.